Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of no connectivity to the controller was not confirmed during laboratory testing, but multiple entries of error code 210.5020.0 were observed during the log analysis, indicating intermittent communication behavior. Additionally, the corrosion on the door latch was confirmed during external inspection. The external and internal inspection of the suspect pump module did not identify any conditions contributing to the primary event reported by the facility (no connectivity to the controller). Corrosion on the door latch was confirmed, consistent with the facility¿s report; however, this condition does not impact the iui connectivity performance. Yellowing of the internal membrane was also noted as an incidental finding. The bezel assembly date code was apr2025, indicating the part is less than one (1) year old and not recall affected. All inspected components were confirmed to be manufactured by bd. Testing was performed to assess the iui connectivity performance of the suspect pump module. The unit was attached to a known good pcu from the dchu investigation laboratory and mounted on a standard IV pole to conduct a channel disconnect replication test. A basic infusion was programmed at 25ml/hr, and the system was ambulated to evaluate connectivity interruptions. No alarms or channel disconnect events were observed during testing. Preventive maintenance was performed using the alaris maintenance (asm) software version 12.3.0, and all tasks passed successfully, confirming that the device operated within specifications. The logs from the pump module were retrieved to determine the details of the reported event. However, the facility did not provide the date or time of the event. The associated pcu or its logs were not provided to bd; therefore, drug programming details could not be confirmed. The pump module event log contains only limited infusion-related information such as rate, volume to be infused (vtbi), and alarm events. A review of the error log showed nine (9) occurrences of error code 210.5020.0 (peripheral version response failure) recorded between 13sep2025 and 26nov2025, with the most recent entry logged on 26nov2025 at 9:59 am. A review of the event log showed that the last infusion-related activity occurred on 26nov2025, when the pump module powered on at 9:59 am. A channel malfunction event associated with error code 210.5020.0 was logged immediately after startup, during the same minute, after which the unit powered off. No infusion was initiated prior to the shutdown. The bd alaris technical service manual (v12.1.2) for the pump module states in the troubleshooting table - error codes section that error code 210.5020 is explained as the processor not reporting software version data immediately after system on. This condition may occur if the processor is missing, failed, or flashed with a version that does not support reporting software version; the logic board should be replaced. According to the bd alaris¿ system user manual (v12.1.2), devices that appear to be damaged must not be used and should be sent to biomedical engineering for repair. Regular inspections are essential to prevent damaged devices from being returned to patient use, as using such equipment could result in patient harm. Additionally, only qualified personnel using proper grounding techniques should open the device cases to ensure safety and proper handling. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the issue of no connectivity to the controller was not identified during the investigation; although the pump module logs contained several historical entries of error code 210.5020.0 related to system communication, this information did not allow establishing correlation with the incident due to the absence of the associated pcu and the lack of a specific event date, and laboratory testing confirmed that the device operated within specifications with no communication interruptions reproduced. The corrosion observed on the door latch, confirmed during inspection, could be attributed to exposure to non-approved cleaning chemicals. This condition is cosmetic and does not impact on the functional performance of the device or its iui connectivity capability. Note that this report lists imdrf annex a0721, a1801, c02, c23, d02, d11, g02005, g04037, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had no connectivity to controller and has corrosion on door latch. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had no connectivity to controller and has corrosion on door latch. There was no patient involvement.